Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a remote merlin.net transmission revealed that noise was observed on the atrial lead previously and the device was reprogrammed to vvi at that time. No patient symptoms were reported.